Event description:
Procedure: lap hernia repair. According to the reporter: when tacking the pco up to the abdominal wall with protack, the protack device was pushed completely through the pco mesh. The hole was slightly larger than the diameter of the protack. Tacking continued with no other issues.

Manufacturer narrative:
(B) (4). (B) (4).